Manufacturer narrative:
Summary of evaluation:evaluation results suggest that this event would not be asocuated with the device. The returned asnis 2 guided screw is functionally acceptable.

Event description:
The asnis screw would not purchase the bone. The cutting threads seem to be defective. This event did not cause an adverse consequence to the pt.